Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. This condition was not reported at time of the event. As received, the axium pushwire was found bent at the proximal end. The coin was found still against the lumen stop. The shield coil was found stretched. The retainer ring was found damaged (ovalized) with the implant coil not attached to the pushwire. The implant coil was found stretched and damaged with the polypropylene filament broken. The detach element and coil tip were broken off and not returned for analysis. All other subassemblies appeared to be normal and no other anomalies were observed. It is likely that the damage/stretch/break to the axium implant coil and the bend to the pushwire occurred during the attempt to push the coil through the micro catheter against the reported resistance. It is likely the damage to the retainer ring contributed to the detachment. In addition, as physician did not report premature detachment of the implant coil, it is possible that the coil became detached during handling and return shipping to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, the bare axium coil encountered resistance when attempted to be delivered through the medtronic catheter. The coil was unable to be implanted and stretched. A new coil was used to treat the patient. The devices were prepared and used per the instructions for use (IFU). No patient injury reported. Evaluation of the returned device found that implant coil returned not attached to the pushwire. The detach element and coil tip were broken off and not returned for analysis.